Event description:
Additional information was received indicating that the lead was probably discarded, thus the product will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgment. Subsequently, a new lv lead was successfully implanted. No additional adverse patient effects were reported.